Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2016 where the lead was repositioned which resolved the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was not receiving effective stimulation in her pain areas. Surgical intervention may be pending to address this issue.